Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1672, 1627487-2013-1673. The patient has two leads implanted with the same lot number. It was reported the patient is experiencing a heating sensation at her ipg site while charging. She also reported pain at her ipg site and in her spine. The patient stated the scs system has affected her legs and she has trouble walking. The patient also reported she experienced shocking and unintended rib stimulation. An sjm representative met with the patient and reprogramming resolved the rib stimulation. The patient is requesting to have her entire scs system removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.